Manufacturer narrative:
Investigation/conclusion: the customer did not provide a lot number or return any products for investigation. Unable to perform further investigation without additional information. Since the product associated with the complaint was not returned, manufacturing record review could not be performed and further investigation was not possible.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.4, laboratory inr: 5.x (unk exact value). Therapeutic range: unk. There was no reported adverse patient sequela. Though requested, the patient did not want to troubleshoot issue and would not provide any further information.